Event description:
After the stent was a deployed, staff attempted to deflate the balloon using the normal technique of drawing back on the inflation device. However, the balloon remained inflated much longer than normal. It took placing a stopcock on the end of the device, and doing multiple pulls before proper deflation was completed. While this was going on, the patient started having runs of ventricular tachycardia. The total length of the situation was approximately one to two minutes. When the balloon was finally deflated and removed, the patient returned to sinus rhythm, and was discharged home three days following the event.